Event description:
Health care professional reported home patient felt discomfort, as if she had been overfilled, after using the homechoice cycler for automated peritoneal dialysis therapy. Home patient noted at the end of therapy that all solution bags on the homechoice set were empty. Home patient "felt" that the homechoice was not accurately measuring fluid and had filled her with more than the programmed fill volume. Home patient stated that a total of 1200ml was placed on the homechoice set; however, the homechoice was programmed to use only 8000ml. Home patient stated that "some fluid should have been left in the set at the end of therapy and since the set was empty the homechoice must have overfilled her". When the home patient called baxter instrument services to inform of incident and request device replacement, the baxter technician noted the homechoice was programmed for a total volume of 11,500ml, not 8000ml. According to home patient and health care professional, there was no pt injury or medical intervention.